Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient called to report being externally defibrillated at the hospital because the implantable cardioverter de fibrillator (ICD) was set wrong. The patient indicated that the device did not administer defibrillation therapy because the patient's heart rate was unable to reach the set threshold for therapy. The patient indicated being shocked three times and it took a year off the device battery life. A follow up with the patient¿s healthcare provider was to no avail. The device remains in use. No further patient complications have been reported as a result of this event.